Event description:
Customer hospitalized for low bgs. It was stated that they had been asleep when the low bgs occurred. Paramedics transported the customer to the hospital and the low bgs were treated immediately. Troubleshooting was performed on the pump. Device passed the lead screw test. Histories, time and basal rates were correct. The doctor placed the customer on a monitoring device due to recurrent low bgs.